Event description:
B5: upon further follow-up, it was confirmed the device was not contaminated and the tests results were negative for creutzfeldt jakob disease (cjd).

Manufacturer narrative:
Correction: investigation type code 3331 was inadvertently reported on the first supplemental report. This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. Although the examination result was negative, there is no modification of the reported investigation results.

Event description:
As reported for this event by the customer, a doctor placed a device used on a patient with creutzfeldt-jakob disease (cjd) in an irrigator. The scope was reprocessed in the automatic endoscopy reprocessor (aer). Subsequently, there was a suspicion that unknown devices were reprocessed in the said aer. At this time, there is a suspicion that one such device may have been used in a procedure for another patient. There is no reported harm to any patient. The type of cjd of the patient, whether vcjd (mutant type) or scjd (sporadic type), is not known. More information will be available. The customer facility is conducting an investigation for all details surrounding this event, including cjd patient details, other patients impacted, total devices impacted, and more. Customer has been advised to quarantine the devices until a definite diagnosis and clearance is obtained. This device is representing the one such device that may have been used for another patient.

Manufacturer narrative:
Full name of the facility is (B)(6). There are five devices for this event captured in medwatches with patient identifiers (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6)as below: (B)(6)parent (gif-hq290) placeholder for suspicion that a scope used for a patient with cjd disease was used on another patient. (B)(6) child 1 (oer-3) device used to clean a scope used for patient with cjd disease. (B)(6) child 2 (oer-3) device used to clean a scope used for patient with cjd disease. (B)(6) child 3 (oer-3) device used to clean a scope used for patient with cjd disease. (B)(6) child 4 (unknown scope, representing the scopes processed in oer-3). Identity of the exact automatic endoscopy reprocessor (aer) oer-3 devices used is not known. Medwatch is submitted on all three oer-3 at the facility. This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional attempts were made to obtain information regarding patient impact however were unsuccessful. If additional information becomes available a supplemental report will be submitted. The cause as to why the scope has used for a patient with the creutzfeldt-jakob disease was used for other patients could not be specified. However, the investigation was conducted by provided information as this event was not caused due to the failure in the actual device. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned for evaluation and the reported event could not be confirmed. Concerning the creutzfeldt-jakob disease, the following descriptions are found when we confirmed the contents of the described in the instruction manual, ¿reprocessing manual¿. As a result, we determined the suggested event can be prevented. ¿1.4 precautions¿ . When a scope is used for a patient with the creutzfeldt-jakob disease, it is required that the scope will be dedicated to a patient with the creutzfeldt-jakob disease or will be dispose of, in accordance with the contents of the instruction manual. Olympus will continue to monitor field performance for this device.